Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the error message ¿error¿ appeared on the subject meter at 9:30pm on (B)(6) 2015. The patient manages her diabetes with medication including ¿lipozod.¿ she reported that after obtaining the alleged error message, she increased her dose of medication and went to the emergency room (ER) where a blood glucose result of ¿608 mg/dl¿ was obtained on an unknown meter at 9:30 pm on (B)(6) 2015. She denied developing any symptoms as a result of the alleged issue. She claimed that at 10pm on (B)(6) 2015, she received ¿insulin [and] valium¿ from a healthcare professional (hcp). At the time of troubleshooting, the issue remained unresolved as the patient did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of severe hyperglycemia and obtained treatment from a hcp, after the alleged error message appeared.